Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unidentified malfunction alarm occurred causing the battery to deplete and subsequently, the pump shutdown. Customer's blood glucose was in the 300 mg/dl range. Tandem technical support assisted the customer with clearing the alarm.